Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 30-apr-2027, UDI#: (B)(4), the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following implant of the valve in the patient¿s native annulus, upon withdrawing the delivery catheter system (dcs), the nosecone caught on the inflow of the valve despite the guidewire being pulled back and dcs being centered within the valve frame. Subsequently, the valve dislodged. A second valve was implanted. It was noted that a non-medtronic guidewire was used during the procedure.